Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) changeout procedure, the new ipg exhibited conflicting measurements in comparison to the analyzer measurements. The ipg was not used and replaced. It was reported that the right ventricular (rv) lead was failing due to irregular and high impedance. It was further reported the lead exhibited high and unstable thresholds. The lead was explanted and replaced approximately one week after the ipg changeout procedure. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.